Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received external ram crc error alarm, along with unexpected restart alarm on their insulin pump. The customer's blood glucose level was reported to be 45 mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No a17 alarms, a21 alarms, or excessive no delivery alarms noted. The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.